Manufacturer narrative:
Combination product: yes the returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation confirmed that the stent is deformed in its center, i.e. One strut is bent outwards. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the deformed strut was initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent complies with the specification. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause could be determined.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (95 percent stenosis degree) in the moderately tortuous proximal rca. The complaint device could not pass the lesion. Therefore, it was removed and attempted a different approach to pass the lesion. However, upon removal a stent deformation was noticed, and the stent could no longer be used.

Manufacturer narrative:
Combination product: yes.